Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and a software upgrade was completed as well. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would power off by itself and that it would not operate on battery power. There was no pt use associated with the reported event.